Event description:
Upon initial contact, office advised sales rep that the device was overheating and burned pt's mouth. Dental office was contacted to obtain add'l info regarding pt and injury on (B)(6) 2009, but no response was rec'd.

Manufacturer narrative:
(B)(4).